Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported a power on reset (por) message was seen on the patient programmer on (B)(6) 2017. The patient had an upper endoscopy that could have been related to the issue. The patient was to follow up with the healthcare provider. No symptoms or complications were reported related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.